Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without using images from external equipment via the wall connection box (wcb)s. The philips field service engineer (fse) went onsite and fault with hdd in the system¿s x-ray computer, causing abnormal system behavior. To resolve this, the engineer replaced the hard disk and reloaded the system software using a backup from a usb drive. However, the backup lacked the multiswitch configuration settings, which the engineer later configured manually during a site revisit. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system without wcb images does not likely cause or contribute to death or serious injury if it recurs. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the hard disk drive of the system's x-ray computer needed to be replaced, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.